Manufacturer narrative:
Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra aortic balloon pump(iabp), battery test failed and runtime was 18 minutes. There was no patient harm or injury reported.

Manufacturer narrative:
Updated field: b4, b5, b6, b7, d8, d9, d10, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Customer reported pump ran on battery for only 18 minutes. The fse replaced the battery, sealed. Replaced non-OEM batteries in pump with new OEM batteries. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported that cs300 intra aortic balloon pump(iabp), battery test failed and runtime was 18 minutes. There was no patient involved.